Event description:
It was reported that a patient had a revision surgery to remove bilateral l3 pedicle screws in order to extend the fusion to l2/l3. It was reported that the patient had the original surgery in 2009. On (B)(6) 2014, the patient had revision surgery to remove the bilateral l3 pedicle screws in order to extend the fusion to l2/3. The patient was revised with adjacent level transforaminal lumbar interbody fusion (tlif) with a competitors construct. The patient was reported as stable at discharge. No time delay was reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown part/plate/screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.